Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs wand, half of the tip broke off while inside the surgical site. The surgeon used a shaver to remove the broken piece and after x-raying the site, was confident that all debris was removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection under magnification shows the right side of the electrodes has been detached with jagged edges on the remaining electrode leg. There is a significant amount of scratch marks on the exposed shaft and black shrink tube near the tip of the wand. The shaft has been bent as well. There are no manufacturing abnormalities visually observed with the returned device. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.